Event description:
It was reported that the pt was only able to achieve no better than 1 signal strength box since implant. Recharge consistently took 8+ hours. The pt met with three different company representatives on three separate occasions. No representative was able to achieve better than one signal strength box. The recharger was placed over new devices still in the box and full signal strength was achieved. Three rechargers were placed over the pt's device while still implanted, and only one signal strength box was attainted. The pt was noted to be slim and the device was easily palpable and no more than 1cm under the skin. The device ultimately went into an overdischarged state. The device was explanted and replaced. Once explanted, the recharger was placed directly over the device and signal strength of 50% was all that could be attained. Other recharger placed over the device also achieved 50% signal strength. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.